Manufacturer narrative:
(B)(4).

Event description:
It was reported that the presyncopal patient presented in-clinic with inappropriate mode switch episodes due to competitive atrial pacing. Programming changes were recommended. The patient was stable and will continue to be monitored.